Manufacturer narrative:
Per the t;slim user guide: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an auto-off safety alert. The alert was cleared and insulin delivery was resumed. The customer's blood glucose (bg) level was 529 mg/dl and an insulin injection was administered to address the bg level. The customer had the auto-off safety alarm set for 15 hours and had realized that a breakfast bolus had not been delivered. The auto-off safety alert was confirmed to be valid and the missed meal bolus was the cause of the high bg. The pump was operating as expected.